Event description:
Event description guidant received information that loss of capture was observed with this right ventricular lead. Additionally, elevated atrial thresholds were noted. Both leads were removed from service and successfully replaced. The physician elected to replace the patient's pacemaker during this same procedure. There is no allegation against the product performance of this device.